Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint with the following clarification, the conductor wire was broken. The drive cables were intact at the distal end, however; one conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. Electrical continuity failed. The yaw pulley showed no signs of arcing. Additional observation not reported by the site was a broken yaw pulley. The yaw pulley was missing a .225 x .060 piece on the same side as the conductor break. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the missing piece of yaw pulley , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to stating a da vinci si surgical procedure a pk dissecting forceps instrument had a broken cable. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.